Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This issue was previously reported under MDR number 3005094123-2026-00247 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive alinity I total -hcg result generated by the alinity I processing module for a 38-year-old female patient. The sample was repeated, and negative results were obtained. The following data were provided: sid (B)(6): initial result (B)(6) = 60 iu/l (positive) repeat result (B)(6) = <3 iu/l, <3 iu/l, <3 iu/l (all negative) there was no impact to patient management reported.